Event description:
It was reported that the cot dropped during patient use. The issue could not be duplicated. The customer was informed that a potential cause appears to be user error and the customer was instructed on proper usage techniques. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.